Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient successfully programmed postoperatively. Explanted device was kept by facility.